Event description:
It was reported that patient complained of pain and swelling. Surgery scheduled to identify issue and it was noticed the insert was not completely locked into tibia base. Removed insert and replaced with jii constrained insert.

Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment revealed the rev journey art ins bcs std 7-8 lt 15 show scratches and damaged at the locking site. The engineering evaluation concluded, the device shows significant wear and damage at the locking detail. A DHR review shows no manufacturing issues or device nonconformances that could have caused or contributed to the reported incident. A dimensional inspection was attempted but the deformation of the device would not allow for accurate measurement. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.